Manufacturer narrative:
(Outcomes attributed to adverse event) updated to reflect hospitalisation as per initial MFR report #: 6000034-2013-01912 filed on november 18, 2013. This report is filed november 21, 2013. Implanted device remains.

Manufacturer narrative:
It was reported that the patient experienced chronic infection around the implant side and a fistula prior to the explantation on (B)(6) 2013. This report is filed march 12, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place at the time of this report. This report is filed (B)(4) 2013. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was hospitalised on (B)(6) 2013 due to redness and swelling at the implant site. The patient was treated with rocephin, augmentin, fortum and tienam for 14 days (specific dates not reported) and was reportedly discharged from the hospital on (B)(6), 2013.the patient was readmitted to the hospital on (B)(6), 2013 due to ongoing symptoms. On (B)(6), 2013 the patient underwent a surgical prcedure to treat the infection and drain the site.